Manufacturer narrative:
Concomitant medical products - model: ddbb1d1, implantable cardioverter defibrillator (ICD); implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the implantable cardioverter defibrillator (ICD) system was explanted due to infection. The organism was identified as (B)(4) the ICD system has been explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed. Analysis indicated that the outer insulation of the lead developed a breach due to a depression while in vivo. If information is provided in the future, a supplemental report will be issued.